Event description:
It was reported the patient expired. The cause of death was unk. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.